Event description:
An alaris pump had "infusion complete" message on display but no alarm. As the nurse went to clear the pump it was found that infusion was only 25 ml over an 8 hour period when the pump was set for 11.9 ml/hour. Attemps were made to re-create the incident with the pump with no success. Replaced with a new pump. No harm to patient.device #1is this a laboratory device or laboratory test?no.